Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that occlusion alarms occurred. The customer continued to use the pump for insulin therapy. Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.